Event description:
Or tech stated nim was flashing error code on screen "mute disabled from external source." Nim was not working. Audible code "check electrodes" came on each time dr tried to use. Spoke with nim rep and followed his instructions, but the issues were not resolved. New nim monitor brought into room. Staff connected cables from old nim to new nim monitor with same result. Staff used the new nim monitors "muting detector" cord; switching out same cable from old nim monitor which immediately resolved the problem. Nim rep notified. Nim monitor and "muting dectector" cable taken out of service and marked.following case, the known good cable was tested on the first old nim and worked okay. Muting cable to be returned to medtronic for evaluation and a new replacement cable has been ordered.======================manufacturer response for nim response muting detector, nim response (per site reporter)======================manufacturer provided rga for product return evaluation.